Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. Attempts to contact the patient for additional information were unsuccessful. The patient reported that she started getting alleged inaccurately high results on the subject meter at 9pm or 10pm on (B)(6) 2017; the patient was unable to provide the specific reading she obtained. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient is pregnant and does not take medication to manage her diabetes. She reported that after obtaining the alleged inaccurately high results, she ¿ate less carbs¿. She reported that an unknown time later, she developed symptoms of ¿nausea and shaking¿. She denied receiving treatment above and beyond the usual diabetes care and management routine. During troubleshooting, the patient confirmed that her meter was set to the correct unit of measure and her test strips had been stored correctly and were within expiry date. The patient did not have control solution test to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Nausea and shakiness, after obtaining alleged inaccurately high results on the subject meter and consuming fewer carbohydrates.